Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop; however, a specific cause of the pump stop could not be conclusively determined through this evaluation. The submitted controller event log file revealed controller clock corrupt alarms throughout the majority of the file due to a reset in the controller clock to the default timestamp (see controller investigation). The left ventricular assist device (lvad) files also confirmed a reset of the lvad clock, suggesting that there was a complete loss of power to the system that caused the pump to stop. The clock was ultimately resynched, and no other notable events or alarms were observed. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low voltage advisories and system controller clock not set alarms. The system controller was not exchanged and did not lose power per the patient. Log files were submitted for review, and the event log captured low flow events. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction. Also, the event log file recorded system controller clock corrupt events throughout most of its history. This appears to be associated with a loss of power at some time, but the time was not known. The clock was reset on (B)(6) 2025. The vad appeared to be functioning as intended. Upon reviewing the log files, it was noted that the lvad clock also reset and was synched with the system controller clock, which could indicate a total loss of power and a pump stop.